Event description:
It is reported that the flexible driver fractured during the drilling of the acetabulum.

Manufacturer narrative:
(B) (4). As returned, the driver is fractured near the connector. The device has a potential field age of approximately 8 years. Device history records indicate all components were manufactured and inspected to specification. This failure could be due to (but not limited to): excessive force that may have applied during usage, continued operation of the drill after it was stuck against hard material, rapid forward and reversal of direction of rotation when the device is stuck, excessive bending around corners, device wear due to usage with time, and/or low speed/high torque of operation. Without further surgical detail, however, an exact cause cannot be determined.